Event description:
A report was received that a patient will be explanted due to pain at the pocket and lead sites. The device is reportedly functioning properly.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.